Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit was improperly cleaned. Functional testing found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The stuck knife blade also prevented the device from opening and closing properly. It was reported that the jaws of the device were difficult to open and close. Also, the knife blade of the device would not advance. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, knife blade was sticking and not working correctly. Based on the investigation, the stuck knife blade also prevented the device from opening and closing properly. There was no patient injury.